Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was struggling with maneuvering the maryland bipolar forceps instrument with no harm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv) when attempting to manipulate instruments from the surgeon side console (ssc) with no failure related to an inability to move the instrument at all. The movements of the surgeon scaled appropriately to the instrument, and it moved in intended direction with appropriate timing of instrument. There were no shakiness and/or friction experienced/observed and no instrument-to-instrument or system arm-to-arm interference and no external collisions. The cable was broken, and instrument was replaced. The drape was not an issue. There was no patient injury. The device was inspected prior to use and no damage or anything out of the ordinary was observed. The issue occurred in the middle of a hysterectomy procedure. It was noted that the instrument was working fine throughout the case. When the surgeon switched instruments, it was noticed that a cable was sticking out. The instrument was removed and replaced with a working instrument. The only delay was the time it took to get replaced, approximately three minutes. There was no harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The reported event with the instrument could not be replicated nor confirmed. Visual inspection external and internal, and manual articulation of inputs tests and inspections were performed, and the complaint could not be reproduced. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.